Event description:
Reporter alleged the lancet needle would not retract back into the device after priming the device and pressing the release button. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.